Event description:
User reported false positive result. No information on follow up testing was provided. Report 1 of 12.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01574, 3014862188-2021-01573, 3014862188-2021-01572, 3014862188-2021-01571, 3014862188-2021-01570, 3014862188-2021-01569, 3014862188-2021-01568, 3014862188-2021-01567, 3014862188-2021-01566, 3014862188-2021-01565, 3014862188-2021-01564, tests 2,3,4,5,6,7,8,9,10,11, 12, of 12) this is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. No information on follow up testing was provided. Report 1 of 12.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-01574, 3014862188-2021-01573, 3014862188-2021-01572, 3014862188-2021-01571, 3014862188-2021-01570, 3014862188-2021-01569, 3014862188-2021-01568, 3014862188-2021-01567, 3014862188-2021-01566, 3014862188-2021-01565, 3014862188-2021-01564, tests 2,3,4,5,6,7,8,9,10,11, 12, of 12) this is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. No information on follow up testing was provided. Report 1 of 12.